Event description:
It was reported that the patient underwent a gynecological procedure to treat urinary stress incontinence on an unknown date and a sling was implanted. Two and a half years later, the patient experienced a urinary tract infection confirmed by culture, which grew out e. Coli. 90% of the symptoms resolved but she was left with a tender area in the right vaginal fornix. The patient states that she can feel the mesh and wants it removed. The doctor planed to remove a small area of mesh under local with sedation but it was discovered during the procedure that the mesh is not visible or eroded. The patient has also recently developed a parkinson&apos;s like neurological disease with elements of paralysis. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.